Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 200 ohms detected via the patient remote monitoring system. Shock impedance trend has always been in range with no oversensing noted. Furthermore, lead was tested in all configurations and got 148 ohms on rv to right atrial (ra) lead along with decreased r-wave sensing and elevated thresholds. Hence, ts discussed programming and troubleshooting options such as to isolate each vector value and commanded shocks be performed. Additional information was received indicating that the cause might be from calcification or another physiologic process. Also, the patient was defibrillation threshold (dft) tested with the shock vector changed to rv coil to device. A commanded shock of 14 joules (j) was also done where normal impedances were noted thereafter. The system remains in service. No additional adverse patient effects were reported.